Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 04.019.000s lot: l997671 manufacturing site: mezzovico release to warehouse date: 07.aug.2018 expiry date: 01.aug.2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received multiloc end cap was found damaged at the thread runout. On the other hand the device is in a good condition. Functional test: because of the damage a functional test cannot be performed. However, by the evidence of this kind of damage we can assume that the end cap itself has a limited functionality of screwing, which makes a fixation to the nail impossible. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition can be confirmed that the end cap cannot be fixed to a nail with the visible damages at the thread. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We likely assume that an alignment issue during insertion procedure happened which did damage the thread of the end cap in a manner that a fixation to the nail was not possible anymore. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) for a proximal humeral fracture with multiloc humeral nail on (B)(6) 2018. During surgery, the surgeon tried to insert a 0mm mutliloc end cap after all the implants were inserted. However, the end cap could not be tightened to the nail. The end cap was replaced with a 2mm end cap and it was tightened properly. The same nail was used to complete the procedure. There was a surgical delay of 15 minutes. The procedure was completed with no adverse consequence to the patient. Concomitant device: multiloc humeral nail (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) ti multiloc end cap. This is report 1 of 1 for complaint (B)(4).